Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 89 colony forming units (cfus) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received form customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from all channels. Cfu:89cfu. Bacterial identification: eschericha coli. The following is the result of culture test by the third-party labs, conducted by olympus. Sampling date: (B)(6) 2025. Sampling from: suction/biopsy/air-water channel. Cfu:no growth after 7 days incubation. The device was evaluated where no abnormalities were found that could have led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.